Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2023-42670. Related manufacturer reference number:2017865-2023-42671. Related manufacturer reference number:2017865-2023-42672. Related manufacturer reference number:2017865-2023-42674. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire implantable cardioverter-defibrillator system due to infection. The patient was in stable condition throughout the procedure.